Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated for high blood glucose with injection with syringe. Customer reported that the insulin pump was not on auto mode. The customer mentioned other blood glucose value such as 364 mg/dl, 296 mg/dl. The customer reported that the insulin pump had crack on the curve of the reservoir at the end of the snap cap. The insulin pump will not be returned for analysis.